Event description:
Cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a long charge time following a capacitor reformation. It was further reported that the ICD had been exposed to very cold temperatures prior to the capacitors being reformed. A second manual capacitor reformation was performed but the charge time still exceeded acceptable measurements.